Event description:
Boston scientific received information that three months post implant, this right ventricular lead had migrated and dislodged from the implanted position. A revision procedure was performed. This lead was removed and re-implanted to the appropriate position. The lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As this lead was successfully repositioned, no further information is expected. Should additional information become available, this event will be updated.